Event description:
It was reported by the customer "line artifact in patient images" which resulted in the need for an additional exposure to complete the exam. Technical support reviewed images and determined that the array is at fault and will need to be replaced. Hologic field service engineer (fse) replaced systems array with ym637764. Fully calibrated and tested. Passed all hologic functional and imaging testing. System meets manufacturers specifications.